Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing/removal difficulties were encountered. The physician had difficulty initially wiring the lesion due to tortuosity of the lad. Following pre-dilation, a taxus express 3.6 x 20mm drug eluting stent was deployed in the proximal lad, just distal to the left main coronary artery at the origin of the lad. The stent was deployed successfully at 18 atms. A second taxus express2 3.5 x 12 mm drug eluting stent was then deployed successfully at 14 atms. The physician then pre-dilated the mid lad and advanced a third taxus express2 2.5 x 12 mm drug eluting stent. The third stent became trapped in the first stent in the lad. Tremendous resistance was noted while attempting to advance the third taxus stent. While attempting to withdraw the stent/delivery system, the guide catheter became "deep-throated" in the left main coronary artery. After further manipulation, the guide catheter was withdrawn and the undeployed third stent was retrieved into the guide catheter. The physician removed the entire system as he was unable to withdraw the undeployed stent. At that time, the physician noted that both previously deployed proximal lad taxus express2 stents were also withdrawn along with the undeployed taxus express2 stent. Coronary angioplasty at that time, revealed a patent lad with acute thrombus; the "culprit" lesion being the second lesion in the proximal segment of the lad. The pt developed mild chest pain and was treated with nitroglycerine. The physician completed the procedure by deploying another taxus express2 3.5 x 20 mm drug eluting stent in proximal lad. Intravenous integrilin and oral plavix were administered during the procedure. Integrilin, clexane, plavix and ecotrin were given following the procedure. There was excellent reperfusion following administration of metalyse, aborting a major myocardial infarction. The pt is reported to be stable post ptca/stenting. Same as MFR's # 6000089-2004-00029 and 6000089-2004-00030